Event description:
On (B)(6) 2015, additional information was received from the hcp. It was reported that , with regard to the cause of the overdose/possible pump issue, that it was not overdose related. The patient was very sensitive to intrathecal morphine; therefore, the dose was reduced. Indications for use included non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received on 2015-07-23 from a manufacturer's representative via crts (customer response tracking system) and email regarding a (B)(6) female patient receiving 10mg/ml morphine (unknown) at 0.99mg/day via an implanted infusion pump. The patient presented with "all the signs of a morphine overdose" including overdose symptoms of having a hard time waking up and dropped blood pressure. The reporter considered it a sudden change in therapy/symptoms. The healthcare provider (hcp) thought there was something wrong with the pump. The patient was given narcan and the patient "immediately" woke up. Per the manufacturer's representative, a full system prime was performed: catheter length: 90.3 cm; catheter volume: 0.199ml; prime volume: 0.398 ml; prime duration: 24 minutes. Prior to the manufacturer's representative arriving at the hospital to assist with programming, the hcp had already emptied the medication from the pump (removed 39 ml). The manufacturer's representative and an hcp programmed to the minimum rate. The manufacturer's representative discussed with the hcp that the pump tubing/catheter was full of medication and provided the volume of medication to the hcp. The hcp planned to fill the pump with pfns (preservative free normal saline) on (B)(6) 2015. The cause of the overdose/possible pump issue had not been determined. Follow up was conducted to obtain further information about the cause and information about the hcp; if additional information is received a follow up report will be sent.